Event description:
It was reported that during a da vinci prostatectomy surgical procedure, a black line appeared in the middle of the left side screen. While troubleshooting with the assistance of an isi technical support engineer, the issue was resolved by shutting down the left camera controller unit and reseating the camera cables. The site called back to advise that the issue re-occurred with the addition of double vision in the viewer. The site was unable to resolve the issue after add'l troubleshooting. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by isi field svc engineering concluded that the problem occurred due to incorrect cable connections completed by the site's biomed after replacement of a broken coax cable while replacing an assistants monitor. The sys was repaired by reconnecting the sys cables to its normal state.